Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that keyboard located in the operating room 2 was not working. A field service engineer repaired keyboard to resolve the issue and checked that station needed to be replaced with competitor product. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, keyboard located in the operating room 2 was not working. The customer stated that the malfunction occurred before the start of the procedure caused a delay in patient care as an alternate pas station had to be brought in to use. However, there was no patient harm reported. There were no adverse events or injuries reported based on this event.